Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04sep2020.

Event description:
Customer contacted technical support (ts) stating that unit had error code of proximal pressure sensor autozero failed. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:10feb2021. B4:15feb2021. The reported problem was confirmed by technical support and the customer replaced the cpu pcba (central processing unit printed circuit board assembly) . The problem continued and the customer swapped solenoids 3&4 with 1&2. Finally, the customer replaced the da pcba (data acquisition printed circuit board assembly) the issue was resolved. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.